Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a stryker flow ii with tip disposable suction/irrigator was opened for preparation of procedure when it was noted upon examination of tray a white residue film on the device.

Manufacturer narrative:
The foreign material condition was confirmed on the unit received. Upon device inspection it was noted that what is referred to as a white powdery substance is the effect of the metal tip rubbing against the tyvek and device. This is a failure mode that occurs during rough handling and shipping conditions that forces the metal tip to hit and/or rub against the tubing, blister and tyvek. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a stryker flow ii with tip disposable suction/irrigator was opened for preparation of procedure when it was noted upon examination of tray a white residue film on the device.